Event description:
It was reported that stent dislodgement, stent damage and difficulty in withdrawal occurred. Vascular access was obtained via the right radial artery. The 70% stenosed target lesion was located in the ostial part of the first obtuse marginal branch (om1). The left main coronary artery (lm) was cannulated with a 6fr non-bsc guiding catheter and coronary angiography was performed. A non-bsc guide wire was advanced at the distal om1 and another non-bsc guide wire was placed at the distal left circumflex artery (lcx). After pre-dilation of the target lesion using 1.25x10mm and 2.5x15mm unspecified balloon catheters, a 2.25x12mm taxus liberté stent was advanced and was attempted to be deployed but failed. During manipulation, the stent got separated from the balloon and was damaged. The stent was stuck in the y-connector and could not be retrieved. The procedure was not completed due to this event and the lesion was left for medical management. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: a visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The stent was detached from the delivery system of the returned device. The stent itself was not returned to the investigation site for analysis, however the balloon was found to have the stent impressions on it, indicating that the stent was crimped per process in the correct location during manufacturing. It was noted that the outer was severely kinked 40mm distal to the guidewire exchange port. The hypotube was also kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was further reported that stent dislodged outside the patient.